Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that previously filed reports were all related to the same patient, device, and event. See manufacturer report numbers 3007566237201108689 and 3004209178201108900 for information related to the same reported event contained in this report. Manufacturer report # 3007566237201108689 reported that the patient had an infection and the pump was going to be explanted, but the catheter would be left implanted. Manufacturer report # 3004209178201108900 reported that, following the identification of the mrsa infection, the patient's pump was moved to the other side of the body. This was done due to the infection. The mesh pouch was kept implanted in the same place. A culture was taken, but the results were not known at that time. The patient's status was not known. The medication in the pump was gablofen at a concentration of 500 mcg/ml and a dosage of 197 mcg/day. Manufacturer report # 3004209178201108900 was incorrectly filed using pump serial number (B)(4). The correct serial number of the pump was, in fact, (B)(4). It was later clarified that the patient had a partial catheter removal and replacement performed on (B)(6) 2011, at the same time as the pump removal and replacement procedure. The patient's new pump was implanted in the side of the body opposite the location of the removed pump.

Manufacturer narrative:
Catheter model 8709, lot # j12201r28, explanted: (B)(4) 2011. (B)(6).

Event description:
It was initially reported that the patient had (B)(6) two weeks post implant. A pump explant procedure was planned. It was later clarified that the patient had (B)(6) at the location of the incision site/abdominal pocket site. Antibiotics were administered. (B)(6) was taken from the catheter upon explant. Lab results were noted as not being available yet. Drug delivered via the pump was lioresal 500mcg/ml at a daily dose of 197.8 mcg. Additional information has been requested, but was not available as of the date of this report.